Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 2 april 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On 2 april 2019, it was reported from sutter coast hospital that a meshgraft was cutting an uneven graft. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device occurred on 26 april 2019 showed that the device was out of calibration and that the roller and cutter were worn and dull. The handle was damaged and the ratchet gear, pin, and spring were worn and needed to be replaced. Repair of the mesher occurred the same day and involved replacing the roller cutter, handle, side plates, and the worn ratchet parts. The technician then tested the device and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 2 april 2019. While the service technician found that the cutter was damaged and dull, which would prevent the meshgraft from making a proper cut within a graft during use, it cannot be determined from the information provided as to what caused the cutter to become dull and damaged. Therefore, a specific root cause of the meshgraft cutting an uneven graft cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device had uneven meshing of graft, one corner was tight and the other corner there was a lot of space. The event occurred during surgery and no harm was reported, but a delay of 3-4 minutes occurred to figure out what went wrong, and to mesh a 2nd graft- the 2nd graft came out the same way. Note- the 2nd graft was already harvested (not an additional graft). Both grafts were able to be used. No adverse events were reported as a result of this malfunction.